Event description:
Emergency service personnel were treating a pt with a varying electrocardiogram rhythm. Reportedly, the monitor screen began to exhibit artifact. Specifically, the screen had what appeared to be rolling lines and varying contrast. The reporter attempted to print a strip from the chart recorder and was unable to obtain a complete strip. The monitor power was recycled and the observed malfunction recurred. A back up device was obtained and treatment was continued. There were no adverse effects to the pt as a result of the reported event.